Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not calibrate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse found that the unit is unable to consistently calibrate the vacuum regulator. Replaced regulator. Unit calibrated and passes all functional, electrical and safety tests per factory specifications. Returned to customer.

Event description:
N/a.